Manufacturer narrative:
The blood spill was cleaned up using the lab's regular safety precautions. There are no previous reports of this issue for this customer. The probe was changed and the sample aspiration module (sam) was adjusted.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that during piercing of the s-monovette tube on the unicel dxh 800 coulter cellular analysis system, the rubber of the cap was pushed inside the tube. Blood was spilled into the mixing area which is protected during cycling and contaminated the instrument. There was no death, injury or exposure of blood to mucous membranes or open wounds. No one sought medical attention.